Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Xen implanted location was reported as 2 o'clock. The device has been explanted on (B)(6) 2017 and trabeculectomy was performed. Patient was put on pred acetate and atropine.

Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported an erosion 4 months post operative in the right eye. The device remains implanted.